Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that a patient was being monitored on a mindray t1 monitor. The spo2 reading from the t1 monitor was 18% lower when compared to readings using a blood gas analyzer or another stand alone spo2 device. It was also reported that the patient expired, however the customer does not attribute the patient's death to the device's performance.